Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds and high out of range impedance. Upon fluoroscopy there was noted a acute bend on the lead. The patient underwent surgical intervention to remove and replace the device. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.